Event description:
(B)(4). Immediate pain after implantation that felt like it was pinching and pulling in fallopian tubes. Within 24 hours hair started falling out. Over time increase on uterine and ovarian cysts, chronic pain, teeth started crumbling, mind fog, memory lapses, increased fatigue, depression, lower back pain that radiated down legs and sometimes could not walk. Due to disability from device my children were taken from me without cause. No harm to the children has been done except the quality of life that was taken.